Manufacturer narrative:
Additional concomitant medical products and therapy dates: tenormin - 1 yr 50mg/day, requip - 1 yr .5mg/day, vytorin - 1 yr 10/40mg/day, tricor - 1 yr 145mg/day, nasarel - 1yr as needed, lantus - 1yr 35u/day.

Event description:
Customer reportedly obtained results of 321mg/dl and 104mg/dl on the active system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.